Manufacturer narrative:
The cartridge user guide cautions that insulin should be at room temperature before filling a cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. System check was performed by tandem technical support (tts) and the customer was using cold insulin. Tts informed the customer that insulin should be at room temperature before filling a cartridge per user guide. Customer changed the pump supplies to resolve the issue. There was no reported adverse impact to the customer¿s blood glucose level.